Manufacturer narrative:
(B)(4). B3 date of event - additional b5 describe event or problem - correction to the following statement in the follow up MDR, "the wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at 09:40 (unknown if am or pm) the sensor had inserted failed." H2 correction - additional

Event description:
The wearable was inserted into the arm on (B)(6) 2025.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: investigation findings. H6: investigation conclusion.

Event description:
Data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. However, it was found in connection to the allegation that the previous session failed on (B)(6) 2025 at approximately 10:00 pm. On (B)(6) 2025, just before 1:00 am, a new session was attempted to be started, but the pairing failed. The pairing failed alert was acknowledged just before 4:00 am. No additional patient or event information is available.

Event description:
It was reported that pairing failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 at 09:40 (unknown if am or pm) the sensor had inserted failed. Ater that the patient tried to connect 2 different sensors but had issues pairing both. While the patient was without a sensor, they did not take any fingerstick readings and were not aware of their blood glucose levels. On the (B)(6) 2025 at 03:00am the emergencies were called as the patient had lost consciousness. When the paramedics arrived, the patient was treated with nasal glucagon baqsimi. When the patient regained consciousness the blood glucose reading was 2.3 mmol/l. The patient was given juice and after 1 hour the blood glucose reading was 4.5 mmol/l. The patient recovered at home and the paramedics left. No further treatment was reported to be needed. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.